Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead exhibited high capture threshold, high pacing impedance measurements and noisy signals due to a suspected fracture. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.